Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons are responding. The keypad was removed and found no problem with contacts. During investigation it was found that there was a missing bolus button. A leak-test was performed and leakage was found from the bolus button. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are (e3a, 2010/03).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has been exposed to moisture. There was no adverse event associated with this complaint.